Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided) and a loss of consciousness. The cause of low bg was unknown. Subsequently, customer was transported via ambulance to the hospital, and was hospitalized. Bg was treated with an unspecified intravenous treatment. Reportedly, the customer was released a day later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.